Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse event of peritonitis(characterized by cloudy effluent and abdominal pain) which warranted antibiotic therapy. Per the pdrn, the cause of the peritonitis was a breach in aseptic technique due to the patient failing to wear a mask during setup. Additionally, the pdt stated the events were unrelated to the utilization of any fresenius device(s) or product(s). Based on the information available, the liberty select cycler and liberty cycler set can be disassociated, as there is no allegation or objective evidence indicating a fresenius product deficiency or malfunction caused or contributed to the serious adverse events. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient had a cloudy pd effluent and abdominal pain on (B)(6) 2019 but did not report it to the clinic until (B)(6) 2019. During a follow up with the pd tech it was reported that the clinic has no reason to believe patient's symptoms were caused by a previously reported fluid leak (MFR report #: cycler 2937457-2019-03132; cassette- 8030665-2019-01571). Upon follow up with the pd registered nurse (pdrn) it was reported that the patient has peritonitis. The patient was not hospitalized. Cultures and blood counts were submitted on (B)(6) 2019 and they have not received the results. The pd tech said the cause was a breach of aseptic technique as the patient indicated they had forgotten to wear their mask when preparing for pd treatment on an unknown date. The set lot number is unknown. The patient was treated with 2g of vancomycin and 2g of fortaz via intraperitoneal administration and will be treated with the same dose until culture results are received. The patient remains stable and has continued treatment with continuous ambulatory peritoneal dialysis (capd). The patient¿s co-morbidities include hypertension and diabetes mellilutis type ii. The patient has been on continuous cycling peritoneal dialysis (ccpd) for two years.